Manufacturer narrative:
Device evaluation summary: the direct current (dc) to dc printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned part was conducted and it was observed that component c83 had thermal damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
Evaluation code - result. Device evaluation summary: the air/oxygen mix proportional solenoid (psol) was returned for failure investigation. The psol was installed into a failure investigation test ventilator for analysis. The unit failed the mix leak test. A breakdown of the component was performed, no contamination was found. Engineering concluded that the poppet may have moved in an unusual manner inside the psol causing it not to seal correctly resulting in the leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "had smoke and smell." The patient was removed from the ventilator and was not harmed or injured as a result of the reported event.